Event description:
Received a reading of 348mg/dl at 7:00pm so relative administered 10 units of insulin. 4 hours later patient received a reading of 390mg/dl so relative administered 12 units of insulin. Patient then indicated to relative that patient needed medical attention and was taken to the hospital. At the hospital they received a reading of 125mg/dl and compared that to a new reading of 388mg/dl on this meter. The customer was asked to return the meter for further evaluation and a replacement was provided.